Event description:
In april 2002, kmi received notification of an explant that was performed to address pain reported by the patient there was no reported deficiency regarding the orthopedic wrist implant kmi wrist fusion system that was removed.